Manufacturer narrative:
The customer did not return the guidewire; however, the customer sent photographs of the wire. The product evaluation laboratory performed a visual evaluation as per the photos. Assuming that the wire was from a standard kit, it would be a 0.032 inch 60 centimeter wire. Note: it was very hard to see the wire since the photos were taken inside a plastic bag and there was a lot of glare and reflection off the bag. The wire appeared to have a broken weld on the straight tip end and had unraveled over an undeterminable area. The wire also appeared to have two kinks located somewhere in the central area of the wire. It was not possible to determine the location without the complete wire removed from the bag. One kink was approximately 45 and the second was more like a loop in the wire, as if it wrapped around something. It is not known how the wire would form a loop and kink at the location during normal use.

Event description:
It was reported that the presep catheter was requested to be used in the patient due to patient's condition of possibly having sepsis. A right subclavian approach was used and the right subclavian vein was entered without difficulty and good blood return was noted. The guidewire was inserted through the needle without difficulty and the needle was removed. It was further reported that a # 11 scalpel was then used to enlarge the skin hole, and the catheter was inserted over the guidewire. There was resistance noted when attempting to remove the guidewire, therefore, the catheter was removed along with the guidewire. The twist in the guidewire was noted when the guidewire was removed from the patient along with the catheter that had been threaded over it. There were no complications nor resistance noted during the insertion of the guidewire. There was no special intervention nor additional widening of the insertion site to remove the guidewire and the full guidewire was removed in one piece.